Manufacturer narrative:
Evaluation summary: investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by fax and e-mail. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was exchanged due to the lens being displaced. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported exchanged or the lens being displaced (positioned incorrectly) in the eye. Lens damage was observed. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).